Event description:
The complainant stated that the pt positioning monitor (ppm) alarm deactivate while a pt was in the bed. The pt left the bed, fell and sustained some bruising.

Manufacturer narrative:
The account replaced right load beam because, they could sit on the bed, wiggle and the right load beam light would light up on the scale circuit board. The technician inspected the bed after the load beam was replaced and found the ppm system operating properly.